Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of 21mg/dl. Low bg cause was not known. Customer¿consumed carbohydrates¿to address bg. Reportedly, for one event the customer required assistance from ambulance personnel who provided sugar paste. Customer could not recall the exact date that the assistance was provide on. Recommendation was made to consult with a healthcare provider to discuss diabetes management.